Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose and diabetic ketoacidosis about three months ago. Customer reported that he did not get any infusion set recall notice. The customer¿s blood glucose was unknown at the time of incident. Customer declined high blood glucose troubleshooting. Customer also reported that the insulin pump buttons were unresponsive after it was exposed to moisture. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.